Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the defibrillator "buttons are broken." We are considering this to be a possible malfunction of the softkeys/buttons of the defibrillator. There was no patient involvement.